Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown, rupture, fibroadenoma/nodule, silicone in posterior plane. Nodule is not related to device. Later, healthcare professional confirmed capsular contracture, baker grade ii. The device remains implanted.